Manufacturer narrative:
Field service representative (fsr) was unable to duplicate the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) stopped working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the reported issue. He observed the ccm to power on with a perfusion screen for eleven days and the perfusion screen had complete functionality.

Event description:
Additional information received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.   Per clinical review: the manufacturer's clinical specialist spoke with the teams profusionist about an incident they had with their central control monitor (ccm) during a cardiopulmonary bypass (cpb) procedure on 30jul2020. The team set up and started cpb without issue. About midway through the procedure the ccm stopped working and the team was unable to use the ccm to alter pump flow or gas delivery settings. The loss of the transduced pressures and temperatures was mitigated by using the pressures from the anesthesia hemodynamic monitors. The team used local pump controls and local gas delivery electronic patient gas system (epgs) controls.

Manufacturer narrative:
The reported complaint was confirmed via information obtained from the data logs. The service repair technician observed the central control monitor (ccm) to function as intended throughout the evaluation. The unit operates to manufacturer's specifications. Per log review, on (B)(6)2020 the ccm is used to make gas system changes to flow and fraction of inspired oxygen (fio2) until 12:02:20 pm. After that all gas system changes are made from the local controls. The ccm went missing at 12:05:21 pm indicating the ccm likely froze. All indications are the case was finished using local controls. The system was power cycled and the ccm was back at 3:03:27 pm. The local area network / interface board logged data communications error indicating a buffer overflow at 12:05:19 pm. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.